Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, during the engagement of the guiding catheter, a dissection of the ostium occurred. Upon removal from the body, the guiding catheter was noted to be kinked. No other info was provided.